Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
The image could not zoom normally, and the zoom motor was faulty. This event occurred at the time is unknown. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: for some reason, a problem occurred in the drive parts (motor, gearbox, motor work assembly). Corrosion of parts, chipping of gears, etc. Can be considered as the cause, but it has not been identified. The scope was repaired by the third party and returned to the hospital.